Event description:
It was reported to medtronic neurosurgery that after the product was implanted, the physician found that the three-way connector was leaking. According to the report, the physician used another product to complete the surgery. The report stated that there was no impact to the patient.

Manufacturer narrative:
Only the stopcock was returned, therefore leak and patency testing was precluded. There were cracks on the arm of the injection site. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that alcohol should be used to clean and disinfect the latex-free injection site only. Use of alcohol on other plastic connectors of the edm patient connection line assembly, or the use of other, non-specified disinfectants, may cause cracking/damage and result in loss of system integrity. The injection site attached to the stopcock was not a medtronic product. The original injection site was also returned. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product has been returned; however, device evaluation has not been completed. A review of the manufacturing records showed no anomalies. (B)(4)